Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for air bubble anomaly. Blood glucose was 359 mg/dl. Customer reported the size of air bubble was 2 nickels and it was noticed during therapy. Customer stated that her doctor told here to do a temporary basal rate to lower her basal rate. The reservoir will not be returned for analysis.